Event description:
Pt stated she received four treatments of coolsculpting treatments. One of the areas that were treated was her right flank. Patient reported that she has experienced adverse effects on the treated area. The device adhered to her skin has caused her progressive pain. She is seeking medical treatment for it. Patient stated the treatment had no effect of freezing her fat cells. Patient believes the coolsculpting system is faulty and the claim made by the manufacturer of treating fat cell is false.